Event description:
Customer states glide tips are worn. Customer wanting to know if glide tips sold extra. Provided customer with part number for leg extensions which include glide tips. Not sold separate.